Event description:
It was further reported that at the time of the index procedure, the patient's pre treatment diagnosis was braunwald class iiib unstable angina. The lesion in the mid right coronary artery (rca) was treated with placement of a 3.0x20mm taxus liberte stent and three 3.0x24mm taxus liberte stents without gap resulting in 0% residual stenosis and improved timi flow from 0 to 3. Cardiac catheterization confirmed that there was pre-treatment timi-3 flow in the mid left anterior descending coronary artery (lad). The lesion was visually 75% stenosed (55% via core lab analysis) and following treatment was visually 0% stenosed (5% via core lab analysis). Timi-3 flow was maintained. The patient was discharged 12 days later on aspirin and clopidogrel bisulfate. At the time of the event, the lesion reference vessel diameter was 3.5mm. This was previously reported to be 2.5mm and was visually 90% stenosed (75% via core lab analysis). The lesion was predilated prior to deployment of the promus stent. Residual stenosis was visually 0% (4% via core lab analysis)

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. At the time of the index procedure, cardiac catheterization revealed 3 de novo target lesions. The first was a 100% stenosed and 92mm long lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 2.3mm. The second was a 75% stenosed and 10mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.82mm. The third lesion was located in the proximal lad. The mid rca was treated with predilation using a 2.0x15mm balloon and deployment of 4 taxus liberte stents without post dilation. The mid lad was treated with direct stenting using a 3.0x12mm taxus liberte stent deployed at 14 atm without post dilation resulting in 0% residual stenosis. A lesion in the proximal lad was treated with deployment of an unknown size non-bsc stent. Intravascular ultrasound (ivus) confirmed that the stents were well placed and well apposed. In (B)(6) 2010, coronary restenosis in the mid and proximal lad without ischemic symptoms was confirmed. Cardiac catheterization revealed a 90% stenosed lesion in the mid lad and a 90% stenosed and 35mm long lesion in the proximal lad with a reference vessel diameter of 2.5mm. Target vessel revascularization was performed including deployment of an unknown size promus stent to the proximal lad resulting in 0% residual stenosis. The event was reported to be resolved and the patient was discharged 1 day later. It is the opinion of the physician that this event is possibly related to the taxus liberte stent.